Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was observed that the device would not complete a charge cycle to deliver defibrillation energy. As the device was out of warranty, the customer declined further evaluation of the device, and requested the device to be returned to them. As the customer requested the device to be returned to them, no further evaluation could be performed and no root cause could be determined.

Event description:
A distributor returned the customer's device to physio-control because the device showed a service wrench icon in its readiness display. Upon device evaluation, physio-control observed that the device had logged multiple event codes into its memory. In addition, it was observed that the device would not complete a charge cycle to deliver a defibrillation shock, but would start to analyze again. There was no patient use associated with the reported event.